Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2021. Additional h6 component code: g07002 - device not returned. Additional h3 investigation summary: only pictures were returned for analysis. Upon visual inspection of the picture, a broken suture could be observed. However, no conclusion could be reach on how this happen as the sample was not returned. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/8/2020. Additional information was requested and the following was obtained: as stated in our paper, we are defending the use of polypropylene products to repair the infected defects of the abdominal wall. Unfortunately, prolene sutures, and not prolene mesh, were reported to prevent mesh incorporation and thus cause chronic mesh infection. The problem with prolene sutures is not the suture itself, but the multiple knots used to tie the suture. Our preferred material to fix the mesh in place is polyglactine sutures (vicryl). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). Adverse events will be submitted via mw# 2210968-2020-08900, and mw# 2210968-2020-08902. This report is related to a journal article, therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: hernia (2020) 24:307¿323; doi: https://doi.org/10.1007/s10029-019-02035-2. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported in a journal article with title, 'the use of synthetic mesh in contaminated and infected abdominal wall repairs: challenging the dogma, a long-term prospective clinical trial'. This prospective clinical trial was designed to evaluate the outcomes of standard polypropylene mesh in elective abdominal wall reconstructions in the infected setting and to assess if the role of synthetic mesh should be reconsidered as a reliable alternative, in contaminated and dirty abdominal wall repairs. Between jan 2012 and feb 2015, 40 patients (n=16 male and n=24 female; median age of 60 years [28-83 years]) submitted to elective abdominal wall repair with synthetic mesh in the dirty-infected setting (infected mesh [im] group) and compared to a cohort of 40 patients (n=18 male and n=22 female; median age of 64 years [18-84 years]) submitted to clean ventral hernia repairs (clean-control [cc] group). Preoperatively, in the infected mesh group (n=40), some of the causes of mesh infection were unincorporated prolene mesh (n=14), unincorporated mesh and prolene sutures (n=9), multifilament and prolene sutures (n=2), bowel erosion by mesh (n=7) and bowel erosion by mesh and prolene suture (n=1). Twenty of these patients had recurrent ventral hernia or fascial defect; nine had enteric fistula. In the im and cc groups abdominal wall repair, the mesh was fixed with absorbable vicryl sutures, placed over the borders of the mesh, in the midline and along the relaxing incisions. In im group, prolene soft® mesh was use in one case, while other utilized intra-corp mesh (venkuri). At the 30-day outcome, complications included infected seroma (n=5 im group and n=2 cc group) which were treated with open drainage (in all 7 patients) and needle aspiration (n=1 in cc group); organ space fluid collection ssi (n=1 im group) necessitated needle aspiration; and hematoma (n=2 cc group) requiring evacuation after receiving anticoagulation therapy in the early postoperative days. In the long-term outcome, complications included wound abscess (n=1 im group) that healed after spontaneous drainage, and mesh sinus which started a month after the operation requiring complete mesh removal at 12 months. A reasonable conclusion from the results of these large series of contaminated ventral hernia repairs is that sso rates are usually higher than 30% using either synthetic, biologic, or bio-absorbable mesh. It is also mentioned that most of the wound issues are resolved during the first 30 or 60 postoperative days, suggesting that wound complications are common and undesirable, but harmless. Most of the wound complications in both groups were related to the onlay technique itself, and not to the use of mesh in the infected setting, to a positive culture or to simultaneous gastrointestinal procedures. The use of synthetic mesh in the onlay position resulted in a safe and durable abdominal wall reconstruction.